Event description:
It was reported that on (B)(6) 2005: seen by family md for cough/ congestion; dx uri (B)(6) 2006: seen by family md for sinus issue (B)(6) 2007: psad= 0.6. On (B)(6) 2007: lumbosacral neuritis treated with spinal canal steroid injection. On (B)(6) 2007: MRI lumbar spine wo contrast- at l1-2/l2-3/ l3-4 no disc bulge/ herniation. No central canal or foraminal stenosis. At l4-5, moderate disc degeneration. Slight retrolisthesis of l4 on l5. There is a 2 mm left slight foraminal and left posterolateral disc bulge. No central canal stenosis. Moderate left foraminal stenosis. The right foramen is within normal limits. At ls-s1, moderate disc degeneration. Grade 1 spondylolisthesis of l5 on s1. There is bilateral spondylolysis with complete bilateral pars interarticular defects at this level. No central canal stenosis. Marked right foraminal and moderate left foraminal stenosis. There is impingement of the right l5 nerve root secondary to right foraminal disc protrusion and described spondylolisthesis. On (B)(6) 2008: electrodiagnostic study reveals evidence of peripheral neuropathy of (or chronic neurogenic changes of) the bilateral lower extremity, affecting the sensory and motor components of the nerves. Also subacute and chronic l4- s 1 radiculopathy . Muscle spasms may be masking the acute radicular changes. On (B)(6) 2008; (B)(6) 2008 letters from dr (B)(6) to dr (B)(6) with updates on patient (B)(6) 2008: psad= 0.6. On (B)(6) 2008: letter from dr (B)(6) to dr (B)(6) re: anticipated surgery for low back pain and left, greater than right, radicular symptoms. He also has some plantar fasciitis to both heels, which he has been battling for some time. We talked about treatment plans for this on today's visit and also informed him that if he has an operation for his low back this will not be corrected, although his left leg pain will hopefully resolve over time. He understands this. To be scheduled l4 to s1 posterior lumbar interbody fusion at this time, which is planned tentatively for (B)(6) 2008. Emg findings suggest he has left radicular symptoms l4 to s1. MRI findings suggest he has degenerative disk disease severe in nature at both of these levels,as well as lateral recess and a moderate amount of central stenosis. This is more on the lines of the listhesis that he has to his lumbar spine most noted at the l5 level where he has a spondylolysis bilaterally. He understands the risks and benefits of such an operation and is willing to proceed with no reservations. On (B)(6) 2008: discharged after admission for lumbar spondylolisthesis, lumbar spondylolysis, lumbar spinal stenosis for which patient had l5-s1 decompressive laminectomy with instrumented fusion which was complicated by cerebral spinal fluid leak, the recovery from which was exacerbated by a drain that was ¿placed to full suction by the nursing staff¿. Procedures: l4, l5, si, three level decompressive laminectomies for stenosis; l4-5, l5-s1 posterolateral arthrodesis using morselized autograft bone marrow concentrate and beta tri-calcium phosphate; l4 to s1 segmental pedicle screw instrumentation using the talon spine 360 titanium screw system; harvesting and morselization of local autograft; bone marrow aspiration with separate fascial incision at the right iliac crest; pedicle screw stimulation x6; intraoperative fluoroscopy for instrumentation placement xl hour; real-time intraoperative spinal cord monitoring. On (B)(6) 2009: postoperative visit status post l4-s1 plif on (B)(6) 2008. Leg symptoms almost are completely resolved other than a little bit of numbness in the lateral side of his leg, which seems to be helped tremendously with the lyrica. Besides the headaches, the patient's back pain seems to be doing much better. He denies any severe pain at this time and says out of the 60 hydrocodone tablets that he had on discharge from the hospital, he has 39 of them left. His wound healed nicely. No signs of infection. He has good strength in his legs. Negative straight leg raising. No meningismus. No sensory deficits other than the subjective complaints. On (B)(6) 2009: postoperative visit status post l4-s1 plif on (B)(6) 2008. The patient still has occasional headaches, especially when he does excessive walking. I<(>&<)>d'd an area of fibrous exudate from the middle part of his incision. There was no actual infection. No suture abscess or dehiscence of the wound. I got good blood return to the near vascularized tissue, and dressed the wound with a sterile dressing. The patient had no complications, tolerated things very well. At this point, he has good strength to his arms and legs. No straight-leg raise. He says his back does not even bother him, it is the headaches that bother him the most. On (B)(6) 2009: electronystagmogram was performed using the goggles to detect and quantify nystagmus that are obvious to the naked eyes. Above study revealed mild left vestibular weakness with some positional abnormality suggesting benign paroxysmal positional vertigo bpp though central pathology cannot be ruled out. On (B)(6) 2009: ap/ lateral lumbar spine for lumbar spondylosis; bilateral pedicle screws and interconnecting rods present at l4, 5 and s1. Appear stable compared to (B)(6) 2008. Alignment maintained. Soft tissue unremarkable. On (B)(6) 2009: post op visit, on examination, he has good strength in his legs. The incision remains flat. There is no evidence of a pseudomeningocele. He had an issue with a transient csf leak, when one of the nurse's aids at (B)(6) hospital put his hemovac drain to suction, after it was set to free-flow. Unfortunately, this resulted in severe spinal headache, which extended his hospital stay by several days. He still is getting occasional headaches. Overall, he is doing well. He will need to undergo work conditioning program prior to returning work. We will send him for work conditioning, physical therapy and ultimately a functional capacity evaluation, which he will be ready for toward the end of this month. On (B)(6) 2009: post op visit, ¿overall, the patient is doing great with no leg or back complaints.¿ h/a s/p incidental durotomy in surgery. He did have excruciating headaches at the time which at this point have started to resolve where he only has a headache every 6-7 days and it is not near as severe as it was before. On (B)(6) 2009: lumbar CT w/o contrast for low back pain radiating to leg/ feet; right leg numbness; pedicle screws are evident in good position at l4, l5, and s1. Slight forward subluxation of l5 in relationship to sl is apparent and bilateral pars defect l5 are noted. A bilateral posterolateral fusion is noted extending from l4 to the sacrum. Removal of posterior element at l4 and l5 has been previously performed. Small anterior foraminal osteophyte are noted bilaterally. Annular bulging with ligamentum flavum hypertrophy is present at l3-l4 and the vertebral canal measures 14 mm. Moderate disc space narrowing is present at the l4-l5 level consistent with degenerative disc disease. Slight irregularity of the endplates are noted worse at the inferior aspect of l4. Small anterior foraminal osteophytes are noted on the left and mild degenerative changes of the facet joints are apparent. Per office visit, dr. Lo indicates CT scan of his lumbar spine was performed which demonstrates good positioning of the instrumentation along with the healing bone grafts. On (B)(6) 2009: radiographic evaluation lumbar spine shows previous attempted fusion at l5-s1 and l4-5. 34, 2-3. 1-2 appear to be intact. Flexion-extension views show no instabilities. There is gross motion at l5-s1 indicating the fusion is not solid. Impression: osteopenia, pseudoarthrosis l5-s1, status post attempted fusion 4-5, 5-1. History of dural tear with residual headaches. Right plantar fasciitis. Numbness in an s1-l5 distribution in his right leg. Left feet pain,most likely related to pseudarthrosis in his back. To have lumbar and brain MRI to assess for pseudomeningocele. On (B)(6) 2009: office visit to discuss results of MRI which shows l4-5- moderate disc degeneration, no central canal or foraminal stenosis; small fluid collection consistent w/ seroma; moderate left foraminal and mild right foraminal stenosis; l5-s1- moderate disc degeneration; grade 1 spondylolitheses of l5 on s1; 2 mm disc bulge. To have CT/ myelogram to assess further for pseudomeningocele. On (B)(6) 2009: (B)(6) 2009: office visit: discussed CT/myelogram and options for treating his back including conservative measures versus redo surgical intervention. Discussed the risks, benefits of the surgery. Discussed an anterior and posterior approach. We discussed a posterior approach only with a tlif and the possibility of recurrent dural tear and alternative forms of treatment including living with it as is. Patient to decide which way he desires to proceed forward. On (B)(6) 2009: admitted for pseudoarthrosis at l4-5, l5-s1; removal of instrumentation, redo of lumbar and lumbosacral fusion, iliac crest (r)excise bone for graft; transforaminal interbody fusion fusion/refus of l4-5; l5-s1 , insertion of spinal fixation device, autograft. Local bone graft and infuse recombinant bone, insert catheter spinal canal. Note: infuse was placed in the lateral gutter with local bone graft, iliac crest graft (B)(6) 2009: MRI of lumbar spine and emg which showed normal ncv's in the bilateral lower extremities and normal emg of the muscles sampled in the bilateral lower extremities. No electrophysiologic evidence of a polyneuropathy or radiculopathy. On (B)(6) 2009: unremarkable MRI of brain. Lumbar spine shows l5-s1 with postoperative changes with metal artifact apparently representing pedicle screw and rod fixation hardware bilaterally. There appears to have been partial laminectomy. There is a fluid collection in the operative site extending to s2 and up to the mid-l5 level measuring 5cm width and 6 cm in length . There is no significant mass effect on the thecal sac. There is artifact obscuring the foramina. There is no gross canal compromise. There appears to be an interbody fusion device present, and there is very slight grade I spondylolisthesis. At l4-5 post op changes of laminectomy and pedicle screw and rod fixation are present along with interbody fusion device w/ corresponding metal artifact obscuring structures. No gross compromise of canal or foramina. Fluid collection continues up to top of screws at level 4. On (B)(6) 2009: psad= 0.5. On (B)(6) 2009: dural leak/ lumbar myelogram/ CT for headache and back pain. On (B)(6) 2010: CT l-spine ¿l3-4- no evidence of disc bulge or herniation; facet hypertrophy l3-l4 causing mild narrowing of the canal; no foraminal narrowing seen. L4-5 shows grade 1 retrolisthesis s/p discectomy and graft; solid fusion is seen; l5-s1-no evidence for solid fusion l5-s1; mild right foraminal narrowing w/o left sided stenosis. On (B)(6) 2010: seen by family md for chronic low back pain and c/o elbow pain; pe indicates tenderness over right lateral epicondyle; dx as lateral epichronditis. On (B)(6) 2011: CT l-spine - l3-l4 disc bulging; mild bilateral foraminal narrowing and mild to moderate canal stenosis with facet hypertrophy; l5-s1 anterior intervertebral graft without evidence for fusion; grade 2 spondylolisthesis with moderate right foraminal narrowing. On (B)(6) 2011: seen by family md for low back pain; radiating to legs; numbness in feet at times; unable to go back to work. On (B)(6) 2011: seen by family md for annual evaluation with c/o insomnia. On (B)(6) 2011: neuro consult. Csf hypotensive headache following a dural tear from his initial surgery in (B)(6) 2008 and residual mild right l5 and left s1 radiculopathy. Recommended to image the brain with contrast to look for patchy meninges, image the lumbar spine to reassess the seroma, pain management referral for a blood patch and trial of neurontin to help with some of his neuropathic pain.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.